Event description:
Hospital reports that changing the digital settings (sensitivity) does not result in the ventilator changing. Pt had to be removed from unit because of difficulty in cycling the ventilator breath; no pt injury reported.